Event description:
It was reported by service report that motion interrupt pan was missing. It is unknown if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: missing motion interrupt pan.